Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2013. Muscle twitching, paraesthesia, feeling hot, hypoaesthesia, tremor, sensor disturbance, muscle spasms, muscle fatigue, heart rate increased, joint stiffness, rotator cuff syndrome, myalgia, drug administration error, neurological symptom, skin disorder assessed as serious and possibly related.

Event description:
This spontaneous case was rec'd on (B)(4) 2013 from an unk pt. The pt's medical history was not reported. Concomitant medications were not reported. On an unk date, approx 6 months ago, the pt was administered with restylane (cross linked hyaluronic acid) injection to the nasolabial folds for an unk indication. The batch number used was not reported. It was reported that the pt's physician, in error, had injected some of the product into one of the pt's vein. The pt reported to have a reticulated pattern on the face for about a couple of days but the doctor did not seem to think that hyaluronidase treatment was warranted. On an unk date, since early 6 months, the pt experienced very strange symptoms (mostly neurologic), twitching all over, intermittent pins and needles, heat sensations and numbness. It was also reported that pt was experiencing tremors come and go, at times feeling that parts of the body are vibrating, muscle cramps and the sensation of extreme muscle fatigue. After seeing a cardiologist, the pt was informed the heart rate was too high and upon exertion it skyrockets. The pt also suffers from stiffness in the knees impingement in the left shoulder and soreness in the armpit regions. The rptr is wondering if the events have to do with restylane or some type bacteria that she is infected from and is causing toxic effects. The outcome of the event unk. The rptr did not provide causality assessment. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4). ((B)(4) on behalf of valeant).